Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper extremity pain. On (B)(6) 2024 the patient notified a nalu representative that there was some discomfort and bruising at the location of the implanted lead. The patient was seen in the medical clinic on (B)(6) 2024 and imaging found that the discomfort was likely due to lead migration. On (B)(6) 2024 a surgical revision was performed to remove the migrated lead and place a new lead at the desired location. No other components were replaced during the procedure.

Manufacturer narrative:
The system had not yet been activated at the time of revision. It was noted that the location of the lead had a significant amount of fatty tissue however the physician did not anchor lead upon implant. It is likely that the tissue quality and lack of anchoring allowed the lead to migrate almost immediately after implant.